Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board was replaced to address the issue.